Event description:
It was reported the programmer screen and back compartment were broken. The programmer and radiofrequency (rf) head were returned for repair. The programmer was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer overlay was broken, the latch tabs were broken off of the power cord bay door, the device had internal corrosion, the handle cover was coming apart, the fan was noisy. Concomitant products: product ID 2067 radiofrequency head. (B)(4).